Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair surgery the base where the device is connected to the machine came loose. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint was confirmed. One unpackaged ar-9821 batch 67425313 was received for evaluation. Visual inspection found regular signs of wear and tear. Upon more in-depth visual inspection, it was found that the electrical connector plug was damaged. A gap was observed between the piece that contained the connection pins and the connector body. A wiggle was noted after putting pressure on the last piece of the connector plug. A user error is the most likely cause for the observed and reported failure. Pulling the cable when the device is connected to the console can cause the device¿s connector to be damaged.